Event description:
It was reported that the day after implant, the pacemaker recorded code 1003, indicative of battery voltage too low for the projected remaining capacity. The programming session was closed. When opening a new session, the code was not displayed. The physician planned further follow-up to see whether the issue persisted. The pacemaker remains implanted and in service and no patient complications were reported.